Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant, this brady lead was difficult to fix to the patient's vessel. Additional information reported the lead dislodged twice. Once prior to pocket closure and once immediately after the wound was closed. As result, the lead was extracted. No adverse patient effects were reported.